Event description:
Post implant procedure, a loss of capture and low pacing impedance were noted on the atrial lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Dissection of the lead found the inner insulation was damaged at the suture tie region. The cause of the reported event was due to damaged inner insulation consistent with overtightened suture. The reported events of loss of capture and low lead impedance were confirmed.